Manufacturer narrative:
The qa lab found the returned reagent to read an average of 118mg/dl high, out of specification. Retention reagent was not available.

Event description:
The customer stated that he opened a new carton containing 2 bottles of test strips and found the cap open on one of the bottles. No adverse events were alleged. The test strips were returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.